Manufacturer narrative:
(B)(4). Film evaluation results are: a review of a single still angio image at implant revealed that an endurant stent graft system was implanted. The bifurcate was observed implanted with the gate deployed in the a-p orientation. The proximal portion of both contra and ipsi limbs were seen. An endurant cuff was also seen implanted ~1cm above the bifurcate. With the injector placed within the aortic body, contrast was seen along both sides of the stent graft, ~1cm above the level of the flow divider near the distal aortic cuff marker¿s. The stent graft appeared patent and no other stent graft issues were seen. The exact source and type of endoleak could not be determined from this single still angio image. Images prior to implanting the endurant cuff were not available. This appears most likely to have been a type IV endoleak. Additional images during implant were not available, and films after conversion of the bifurcate to an aui which reportedly resolved the endoleak were also not available for review.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm in diameter abdominal aorta aneurysm. It was reported that after implantation of the bifurcated stent graft and bilateral iliac limbs the angiogram demonstrated an unknown endoleak. The physician modelled that stent grafts with a balloon, sealing and overlap zones prior to the angiogram. Upon seeing the endoleak the physician elected to model the stent grafts again with a balloon. The physicians inserted a pigtail catheter in the body of the endurant bifurcated stent graft and performed another angiogram. The image showed a fast leak through the graft about 1cm proximal to the flow divider and on the left side. An endurant 36x36x49 aortic cuff was implanted however the unknown endoleak persisted. The physician elected to convert the stent grafts to an aui, implanting an endurant stent graft up the right side and then placing an occluder in the left limb and then placed the fem/fem graft. The unknown endoleak was resolved. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.